Event description:
It was reported that during a talar navicular fusion, the surgeon had to apply a lot of pressure to insert one of the screws, as it was not turning easily. The screw suddenly freed up, and the surgeon determined the screw broke while being inserted. Surgeon removed the broken head and unthreaded shaft portion of the screw. The threaded portion of the screw remains unretrieved in the patient''s bone. The surgeon inserted another screw and seated it correctly with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The threaded portion of the screw is broken off and missing. The t15 stardrive recess shows marks of forcible or inadequate use. The dimensions were found to meet the specifications. As we are not aware of the lot number and as we do not have the threaded part for investigation this complaint is deemed indeterminate form a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for (B)(4).